Manufacturer narrative:
A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, a medtronic representative, confirmed an intermittent image reconstruction error. The representative requested replacement parts. The replacement parts were shipped to the site. The medtronic representative replaced the system control board, after part replacement the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On-site investigation was completed, on the returned parts. A simulated test was performed. The system control board was installed in the test imaging system and ran without any issues. The reported issue could not be duplicated. The mvs comp svc kit was returned unused. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system was displaying error message "software stopped unexpectedly" during the reconstruction phase after taking the initial 3d spin. They attempted another 3d spin and the same error message displayed. In troubleshooting, the system logs were reviewed and displayed several errors with the system board. The surgeon discontinued use of the imaging system and chose to proceed with a c-arm, an alternate system. The surgery was successfully, completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.